Event description:
Cq service received a request to have sampling kits sent to the customer so that they were able to determine whether or not this device was contaminated. Lab testing results indicate a concentration of >114600 mpn/ml, so an internal water pathway replacement was recommended for this device.

Manufacturer narrative:
A cardioquip customer identified discolored internal tubing within their device and requested to receive hpc testing kits to test for bacterial contamination. Bacterial contamination within the device was confirmed through the hpc test results and therefore, cardioquip recommended that the device receive an internal water pathway replacement. An internal water pathway replacement was performed on this device to bring it back into specification. Following the repair, the device passed inspection and is fully functional.